Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 7.6mmol/l. The customer states that after a shower the insulin pump was blank. The customer stated that contacts on the battery cap were not missing or damaged. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.